Manufacturer narrative:
For 1 event the investigation determined the bad lot calibration identified by the field service engineer (fse) was the root cause of the issue. For 2 events the investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for 1 event was that the fse found that there was a bad lot calibration on a new reagent lot. The customer re-calibrated a new reagent lot pack and repeated patient samples; the results received were correct when compared to another instrument. The follow up/corrective actions for 1 event was that liquid level detection, pressure sensor, and dc power supply voltages were checked. The probe abnormal descent sensor and anti-static brushes were checked. Pinch valve tubing was checked and replaced. Performance testing was run and this passed. Quality controls were tested and within the customer's specifications. The follow up/corrective actions for 1 event were not provided. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. High results were generated by the cobas 6000 e 601 ul configuration, the cobas 6000 core unit and the cobas e 411 immunoassay analyzer. The event involved a total of 3 patients tested for elecsys estradiol iii. The patients' ages ranged from 35 - 43 years. The patient weight was (B)(6). There were 2 females.